Event description:
It was reported that the patient had trouble from burning in the last stimulator only when charging, which started from the beginning of the implant. The implantable neurostimulator (ins) was burning when charging. At first it was said to put 4x4 gauze when charging up. When the manufacturer representative did a new program they had patches to put underneath. They had been using a 4x4, meaning gauze, for an incision. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2014-(B)(6), product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2014-(B)(6), product type: lead. (B)(4).

Event description:
Additional information received reported that the patient received assistance from their doctor or manufacturer's representative (rep) on january 14th and their concerns were resolved.